Manufacturer narrative:
The pin fragment has not yet been received by the MFR for eval. The pin is made of wrought stainless steel (steel 1.444) which complies with astm f 138, astm f 139, and din iso (B)(4) (for surgical implants). A f/u report will be filed when the quality investigation is complete.

Event description:
It was reported that the navigation ortholock ex-pin broke while being removed. The broken fragment was not able to be removed and remains in the tibia of the pt. The procedure was successfully completed as planned with no additional treatment administered to the pt as a result of this event.